Event description:
Same case as MDR #2134265-2012-04140. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2011, two unknown ion stents were implanted in the mildly calcified, mildly tortuous, right coronary artery. In (B)(6) 2012, the patient presented with chest pain and the ion stents were found to be totally occluded with very soft plaque. The in-stent restenosis was treated with implantation of two promus element plus stents, 32mm and 38mm. No further patient complications were reported. The patient was discharged the same day on plavix and their status is fine.

Manufacturer narrative:
(B)(6). Implantation date: (B)(6) 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).